Event description:
It was reported that while the device was in use during anesthesia, airway pressure increased. The pt's blood pressure also increased from 100/60 to 160/120. The customer questioned whether the device was blocked.